Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse tested and aligned the sample arm and the integrated multi-sensor technology arm. The cse replaced and aligned the reagent 1 probe, reagent 2 probe, sample 1 probe and heterogeneous module probe. The cse adjusted the cuvette film and primed all the probes. The cse checked all the probes and ran quality controls, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and discovered that the data showed a high chrome value for the discordant patient sample which is consistent with a sample integrity issue. The cause of the discordant, false negative result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
On (B)(6) 2016, a discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension rxl max w/hm instrument. The patient was tested for hcg two days prior and the result was positive. The discordant, false negative result was reported to the physician(s). A new sample was obtained from the patient and was tested on (B)(6) 2016 on the same instrument, resulting positive and matching the clinical picture of the patient. The corrected positive result obtained on (B)(6) 2016 was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.